Event description:
It was reported that patient experienced a shocking/jolting sensation when vacuuming with her right hand-she was shocked in the right hip area. Patient reported that it was like a slight static shock when she pulled the vacuum past her hip only with the right hand never on left hand. Patient had no falls or trauma related to the complaint. Additional information requested.